Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 06-oct-2022. H6: investigation summary: one sample model mpx5302-c was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. A 10 ml bd syringe filled with water was attached to the set and the set was attempted to be primed. The set was unable to be primed. Upon closer visual inspection under a microscope, excess solvent was seen near the female luer. A device history record review for model mpx5302-c lot number 22069498 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with needleless connector and y-site had clogged tubing during use. The following information was provided by the initial reporter: "fluid does not flow through tubing. Has happened at least two times with different staff with the same lot."

Event description:
It was reported that 2 bd maxplus¿ pressure rated extension sets with needleless connector and y-site had clogged tubing during use. The following information was provided by the initial reporter: "fluid does not flow through tubing. Has happened at least two times with different staff with the same lot."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.